Manufacturer narrative:
Insulin to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected restart alarm due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart and blank display. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting for blank display, display did not returned. The customer was advised to discontinue use of the insulin pump and refer to back up plan per health care professional's instructions. The insulin pump will be returned for analysis.